Event description:
The second of two reports from the same facility. Cross reference with 3004608878 2011-00057 (B)(4). A mayfield skull clamp slipped during a procedure and the patient incurred a laceration. Additional clinical information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.